Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: the product has not returned to j&j medtech orthopaedics, however a photo was provided for evaluation. ¿ visual inspection of the returned photo found an image of the screen focused on the anchor partially embedded in the bone with a fragment broken near to the distal end. No other anomalies could be observed. The overall complaint was confirmed as the observed condition of the gryphon p br ds anchor w/oc would have contributed to the complained device issue. ¿ based on the investigation findings, the potential cause is traced to the procedural variables, such handling of the device or product interaction during procedure. The possible root cause can be associated with off axis insertion and levering during insertion and sub-consequently led the anchor to break/damage. As per the instructions for use, 1) depuy mitek anchors are designed to lock into cortical or cancellous bone. Bone stock must be adequate to allow proper and secure anchor placement. Incomplete insertion or poor bone quality may result in anchor pullout. 2) axial misalignment or levering with the anchor upon insertion, may result in anchor or inserter fracture. 3) apply tension (normal force) on suture lengths, as excessive force may overload the anchor or suture. Properly handling and¿attention to the approved use of the device diminishes the risk of failure. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: there was no non-conformance regarding this lot.

Event description:
It was reported that during a surgical procedure on the knee, the gryphon p br ds anchor w/oc anchor device pulled out. It was reported that another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.